Manufacturer narrative:
Clarification to d6a: partial date of 2015 provided. Continued e1 -- alternate fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation diagnosed "manually". Device remains implanted.